Event description:
Caller reported a cgm error and reached out for assistance. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions on resetting the pump and guided the caller through the process, successfully resolving the issue as the pump no longer displayed the cgm error code.